Event description:
The device was applied during a wedge resection procedure, reportedly, the staples did not form properly. The surgeon resected tissue and applied another device to complete the procedure. The hosp has reported that the pt's status is satisfactory.